Event description:
It was reported that the subject device had a hole in the cord. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: a2, a4, a5, a6, b5, h3, h4, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on distal edge, cracks on side of video connector, image out of field view due to bent outer tube, failed leak test and light transmission failed were found. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a hole in the cord and failed leak test. The issue occurred during reprocessing. There were no reports of patient involvement.